Event description:
The customer reported that the system did not fluoro. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found the hv assembly cable was loose and he found a broken video cable in the interconnect. This cable was causing black images to occur. He replaced the interconnect cable. The system operates as intended.